Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, there were 2 mitral repair ring devices (annuloflex af-832 and af-834) associated with the patient. Based on additional information on 15 jul 2021 an annnuloflex af- 834 was implanted and explanted and ultimately an af-832 ring was implanted. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.